Event description:
During evaluation the force sensor assembly was found to be damaged. The display was found to be dislodged and a review of the pump history revealed loss of cartridge detection had occurred.

Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation, the force sensor assembly was found to be damaged. The display was found to be dislodged and a review of the pump history revealed loss of cartridge detection had occurred which could not be duplicated during investigation.